Event description:
Per the clinic, the device was explanted (date and reason for explant not reported) due to unknown reason. Additional information has been requested but it has not been made available as of the date of this report.